Event description:
The following was reported to davol: it has been reported that on (B)(6) 2014 the patient, a thin elderly female, was implanted with a ventralex patch in the pre-peritoneal space. It was reported that the peritoneum was not breached at any point during the case and that 2/0 pds sutures were used to fixate the mesh to the muscle layer. Reportedly, one day post op, complications arose and on (B)(6) 2014 the patient was taken back to the operating room. It was reported that the sutures were still in place, and that the mesh had perforated the peritoneum and the bowel. A bowel resection was performed. The surgeon reported that the bowel perforation was on the peripheral border (right) lateral to mesh. The patch was removed and discarded. The surgeon alleges that the periphery of the mesh was sharp.

Manufacturer narrative:
As reported the patient was thin, elderly, and had a thin biotype. The mesh was attached to the tissue and the peritoneum separated lateral to the mesh. The surgeon reported that the periphery of the mesh was sharp, however, due to the mesh being discarded, no evaluation of the mesh can be performed. A manufacturing review was performed on the provided lot number, and found no evidence of a manufacturing related cause for the alleged event. Based on the reported information, and the fact that the sample was discarded, no definitive conclusions can be made.